Event description:
It was reported that the device was in safety mode and there was a product performance issue with the right atrial (ra) lead. Subsequently, the patient underwent a replacement procedure and the device was removed, the ra lead was surgically abandoned, and both the device and ra lead were replaced. No additional adverse patient effects were reported.